Event description:
The customer reported to olympus, the evis exera iii light source experienced a b30 communication error with various 190 endoscopes. The issue was found during preparation for use. The customer tried cleaning the contacts on the device, however the issue was not resolved. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned as the device was evaluated on site by an olympus field service engineer (fse). The customer's allegation was confirmed. The fse replaced the connection socket to resolve the b30 communication error. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred due to a faulty connection socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.